Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to right side. Device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Device photo analysis: vice photograph(s) for the device related to the reported event capsular contracture , was reviewed on march 24, 2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to right side. Device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. Deformation is observed. Yellow encapsulation was observed on the shell. White particles calcification-like were observed on the shell

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to right side. Device has been explanted and replaced.